Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and around the third ablation, the ablation stopped immediately due to a temperature increase. The issue was improved by replacing the cable and replacing the catheter with a new one. When the catheter was removed, blood appeared to have accumulated inside, suggesting that there may have been a temperature abnormality. There was no difficulty experienced while maneuvering the catheter or during withdrawal. The catheter pebax was not physically cracked/broken. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material, presumably blood, and a hole in the surface of the pebax. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material, presumably blood, and a hole in the surface of the pebax. A temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax and the high temperature issue reported by the customer were confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Regarding the high temperature reported by the customer, the ngen generator user manual contain the following information: if an unexpected increase in temperature is observed during ablation with irrigated catheters, verify the patency of the catheter by removing it from the patient to verify that the irrigation fluid is flowing. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).